Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for no delivery was performed. Customer resolved the issue by a reservoir change. Customer declined to return the reservoir and infusion set for analysis. Customer declined to troubleshoot for high blood glucose. Customer advised when they changed out their set their blood glucose went back down to normal levels.